Manufacturer narrative:
This report is submitted on september 06, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array into the external auditory canal. Clinical management of the patient is ongoing. The implanted device remains.